Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the most likely cause of the issue was the connected signal and the set signal were different. The cause of the difference in signals could not be determined, however, it may have been incorrectly set through the handling of the device. The instructions for use (IFU) instructs the users of the following: ¿malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user reported there was no image on port a but port b was connected to a digital filing system and had an image. The scope was being connected to the visera elite video system. Tac instructed the user to check the back panel and according to the user, there was a serial digital interface (sdi) cable connected to the serial digital interface (sdi) out port. The user was unable to confirm if the other end of the serial digital interface (sdi) cable was connected to the high definition lcd monitor as there were a lot of cables in the back of the cart. The user was instructed to press the display button and then the port a button on the front panel of the monitor. The user was instructed to press the up arrow until the serial digital interface (sdi) 1 was selected. The user reported the image returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was no image on port a on the high definition lcd monitor. The event did not occur during a procedure. There were no reports of patient harm associated with this event.